Manufacturer narrative:
The customer reported complaint for the autopulse platform not able to power up was confirmed during the initial functional testing. The fault was found to be due to the defective processor board. The autopulse platform is a reusable device and was manufactured in june 2008 and is 10 years old, well beyond the expected service life of five years. The processor board will not be replaced due to obsolete part. Visual inspection was performed and no physical damages were observed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform did not turn on when the power button was pressed. Customer tried multiple batteries without any success. No patient involvement.